Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (525 mg/dl). The cause for elevated bg level was unknown. Customer addressed elevated bg levels with a bolus and changed the infusion set site. Recommendation was made to discuss diabetes management with customer's health care professional.